Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level at the time of incident was 230 mg/dl and current blood glucose level was 194 mg/dl. Customer¿s other blood glucose levels were 50 mg/dl, 140 mg/dl, 280 mg/dl, 250 mg/dl. The customer treated high blood glucose with syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer does allege insulin pump under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed set.